Event description:
Information was received indicating that smiths medical cadd ms3 pump indicated "cartridge not detected". The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.

Manufacturer narrative:
The complainant returned one pump for device analysis. Investigation did not confirm a root cause; the device passed all functional tests during performance testing, and no evidence was found to suggest an issue with cartridge detection. Visual inspection found the device to be in good physical condition. A review of the pump's event history log was performed and found no indication of the reported observation. The reported observation could not be replicated during analysis, and the compliant was not confirmed. A comprehensive review of the device history records for this device found no anomalies that could have caused or contributed to the reported observations.